Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing. The customer changed the infusion set tubing and still did not observe any insulin. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was guided through the fill tubing process with a cartridge loaded with 400 units of insulin and continued to not see insulin exit the tubing. It was indicted that manual injections would be used for alternate insulin therapy.